Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a lithium value of 1.49 mmol/l, which repeated as 0.51 mmol/l. The lithium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer changed the vacuum pump diaphragm. The gear pump pressure, cuvette water levels, and probe washing were checked. The probes were being washed correctly. Calibration and controls were run; all passed. The investigation determined the service actions resolved the issue.